Event description:
It was reported that during an office inspection the gii mis dcf distal cut blk was found with a burr inside one of the holes and it doesn't allow a trocar pin to pass freely. No case related therefore no patient involved.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The cutting block has several burrs and gouges in the different cutting slots. This device was manufactured in 2019. This device exhibits signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during an office inspection the gii mis dcf distal cut blk was found with a burr inside one of the holes and it doesn't allow a trocar pin to pass freely. No case related therefore no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.